Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Gtin number: unknown since the serial number has not been provided

Event description:
The patient had aortic regurgitation. The valve was explanted and another manufacturer's valve was implanted.